Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte luer access split septum experienced product damage/deformation with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: the child was replaced with the needle-free closed joint on (B)(6) 2020, during which the PICC drip was unobstructed, and the nursing staff sealed the tube according to the specification. The children and their families can follow the doctor's advice to protect the catheters, without any incidents such as playing. At (B)(6) 2020, at 02:00, the nurse found that the joint was tilted and caved in when sealing the tube. The joint was replaced. The sealing tube was unobstructed and the connection was firm.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum experienced product damage/deformation with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: the child was replaced with the needle-free closed joint on (B)(6) 2020, during which the PICC drip was unobstructed, and the nursing staff sealed the tube according to the specification. The children and their families can follow the doctor's advice to protect the catheters, without any incidents such as playing. At (B)(6) 2020, at 02:00, the nurse found that the joint was tilted and caved in when sealing the tube. The joint was replaced. The sealing tube was unobstructed and the connection was firm.